Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the common femoral artery was achieved using a perclose proglide device. Reportedly, difficulty was encountered fully advancing the knot down to the artery with the knot pusher as a piece of metal appeared to be present on the suture. The knot was fully advanced without the knot pusher. The suture from the proglide device achieved hemostasis. There was no reported adverse patient effect and no reported significant clinical delay in the procedure. The physician was reportedly trained in the use of the perclose proglide device. No additional information was provided.